Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic follow up, poor sensing and noise was observed on the right atrial (ra) and right ventricular (rv) leads. A revision procedure was performed. The leads were capped and surgically abandoned. A new ra and rv lead were implanted successfully. No additional adverse patient effects were reported.